Event description:
Received letter from counsel representing surgeon requesting information related to surgery that occurred (B)(6)2008. It is alleged in the matter that the endocutter was fired without the cartridge reload present. During the appendectomy, the device was fired on the cecum and bleeding occurred. There was a repair with suture. Post operatively, the (B)(6) male patient developed an abdominal abscess which was drained and during that procedure it was noted that the sutures were intact with no leakage. Since that time the patient has had no further issues.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.